Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and dislodged. The rv lead was revised for an unknown reason. It was also noted that the ra lead was revised for an unknown reason. The rv lead and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.